Manufacturer narrative:
(B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Requested but not available at the time of this report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a patient presented with mild case of diffuse lamellar keratitis (dlk) in superior area of right eye post treatment. Patient had no symptoms and the dlk was discover upon examination by the doctor. The topical steroids drops were increased to hourly (no oral steroids were given). Refraction approx -5.50 diopters for both eyes, however visual acuity post-operative is for 6/9-1 uncorrected.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: the account reported that patient had dlk stage 1.

Manufacturer narrative:
Manufacturing date - the manufacturing site reported that the manufacturing date for the device is february 26, 1998.